Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented with bacteremia and vegetation, indicating infection. The implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.